Event description:
A hemodialysis inpatient user facility reported during treatment, a blood leak occurred. The leak was visually observed, test strips were used and they tested positive, and the machine alarmed. Estimated blood loss was 200cc's. Treatment was discontinued and pt was set up on a new machine. Pt had no adverse effects and required no medical intervention. Sample is not available, sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.